Manufacturer narrative:
Investigation summary: the device was visually inspected, and no physical damage was observed. However, during a deeper inspection, a hole was observed on the pebax with reddish material inside. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. A manufacturing record evaluation was performed for the finished device [30290125l] number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed since the device was properly visualized and no errors were observed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially in was reported that the catheter wiggled during the procedure. The cable was changed but the issue persisted. The catheter was then replaced, and the issue resolved. There was no patient consequence reported. The visualization issue was assessed as not reportable as the device is not visualized by the carto system. The user will have to replace the catheter in order to complete the case. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. On december 18, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, no physical damage was noticed. On january 10, 2020, after further analysis and testing, it was confirmed that there was a hole in the pebax with reddish material inside. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through additional analysis and testing on january 10, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is january 10, 2020.